Event description:
Pt was being prepared for a transfer from bed with a sling and a maximove floor lift. Sling was placed underneath her and the device was being driven under the bed. Clips of the sling were fixed to the spreader bar and pt was given the handset. She then pushed on the handset herself so the device went up. The device was driven from above the bed to go in the direction of the shower. At this moment, the right leg clip shut loose, which made the client fall onto the floor. It has been reported that the pt expired as a consequence of the incident.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer bhm medical, inc. (Registration #(B)(4)). After the incident, the sling has been taken out by (B)(6). The MFR's service sales unit is in consultation with them to have the sling back for thorough investigation. Additional info will be provided following the conclusion of the MFR's investigation.